Event description:
The pacemaker involved in this MDR report was implanted in late 2008. During a lead revision a few days later, the physician observed that the header was not properly attached to the can; therefore, the device was replaced.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.